Event description:
On (B)(6), at approx 11:50 pm, the staff nurse was completing rounds. Upon entering pt (B)(6) room, the staff nurse found her sitting on the floor. Pt (B)(6) head was between mattress and 1/2 side rail.